Event description:
Same case as MFR#: 2134265-2009-03669. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The 60-70% in-stent restenosed lesion being treated was located in the mildly tortuous, moderately calcified mid left anterior descending (lad) artery. The physician inflated the 2.5 x 20 mm maverick2 balloon to dilate the lesion. The balloon was inflated to 6 atm for 5 seconds when the rupture was identified. The procedure was completed with another maverick2 balloon. After removal, a split was identified on the balloon. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
(B)(4).